Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a past elevated blood glucose level of 550 mg/dl on cgm, due to needing settings adjustments. Low bg was addressed by adjusting settings. Reportedly, tandem technical support assisted customer in making settings adjustments.